Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was crosstalk on both the atrial and right ventricular leads. The electrogram also showed oversensing and noise was noted on both channels and no capture. Reprogramming was done and both leads were subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.